Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (500 mg/dl). The ketone level was 0.5. The pump supplies were changed. A correction bolus and exercise were used to address the bg level. As the supplies had been changed, tandem customer technical support (cts) was unable to troubleshoot the cause of the past high bg levels. After changing the supplies again on the day of the report, the bg level had started to decline (378 mg/dl). The contact declined further follow-up from cts.